Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the cause of the leads breaking was not determined, and the contacts with the high impedances were currently not being used.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v265025, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# va0hxzv, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson¿s and movement disorders reported that a couple of the leads broke in 2016, but the two broken leads were not being used. It was noted that they were referring to two of the wires which connect to the electrodes. The break was somewhere up around the patient¿s neck. It was noted that the patient has had multiple falls, but the lead break could not be traced to a particular fall. No medical symptoms were reported. No further complications were reported. (B)(4).